Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information without success. Vessel perforation, vessel dissection, distal embolisms, hemodynamic complications, neurological decline, and intracranial hemorrhages are known inherent risks of mechanical thrombectomy procedure and are documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. These patients all were extremely ill as they all suffered a stroke. Per our device¿s instructions for use (IFU): warning: if excessive resistance is encountered during the delivery of the solitaire¿ fr revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ fr revascularization device against resistance may result in device damage and/or patient injury. If excessive resistance is encountered during recovery of the solitaire¿ fr revascularization device, discontinue the recovery and identify the cause of the resistance. Do not perform more than three recovery attempts in the same vessel using the solitaire¿ fr revascularization device. Do not use each solitaire¿ fr revascularization device for more than two flow restoration recoveries. Advancing the microcatheter while the device is engaged in clot may lead to embolization of debris. Do not advance the microcatheter against any resistance. Do not reposition more than two times. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report through literature review of ¿unwanted detachment of the solitaire device during mechanical thrombectomy in acute ischemic stroke¿. J neurointerv surg. 2016 jan 27. Pii: neurintsurg-2015-012156. Doi: 10.1136/neurintsurg-2015-012156. [Epub ahead of print] it was reported that arterial perforation with contrast extravasation occurred in 3 patients. Reocclusion occurred in 3 patients. Arterial dissection occurred in 3 patients. Distal embolisms in non-involved artery territory occurred in 16 patients. Nineteen patients were reported to have hemodynamic complications requiring treatment (hypotension, hypertension, bradycardia). Twenty one patients had neurological worsening at 24 hours. Eleven patients were reported to have symptomatic intracranial hemorrhages. Seven patients were reported to have expired by the 72 hour assessment from brainstem large infarction (n=1) malignant infarction (n=6). Mortality rate at 7 days was 18 deaths. At 90 days, 41 patients had passed.

Manufacturer narrative:
MDR related event numbers: 2029214-2017-00073, 2029214-2017-00117. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.